Event description:
The patient's wife reported the lead was replaced because it broke. It was further reported that the fractured right ventricular lead that was capped and replaced years ago was now explanted due to the patient undergoing heart valve surgery. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was cut, all of the conductors were stretched, there was blood/body fluid on all conductors (not obstructed), all insulators were breached cut, there was a white substance on the outer insulation, the lead was stretched, and there was apparent explant damage.